Event description:
It was reported that atrial lead dislodgment was observed through x-ray. The patient was asymptomatic. Repositioning was attempted but was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.